Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified. The power pca was received with an open fuse (B)(4) resulting in a no power to the device. Device operated as normal after the fuse was replaced.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that device does not power up. There was no reported patient involvement.